Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: broken arterial pod. Detailed inquiry description: the base of the arterial pod (where the tubing goes onto the plastic part) has broken off during set up.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, the reported defect was observed and confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is the result of a failure in the production process. During an internal investigation, it was identified that a new personnel who was in the training process was performing poor solvent application technique. The introduction process for the new personnel that guarantee the quality of the product and the personnel that were in training was sending the product to the finish good area. Corrective actions include retraining the personnel of the work instructions in operation pump tube assembly, pump and pod and in the visual standard. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.